Event description:
Customer reported via phone call that the emergency medical services were dispatched on december 27, 2020. Customer's blood glucose level was 23 mg/dl. Another blood glucose level was 43 mg/dl. The insulin pump will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.